Manufacturer narrative:
Initial reporter information: customer name was truncated due to character limit: (B)(6). A customer from (B)(6) alleged six false positive results when compared to their in house assay and the genexpert with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11392. These results were not reported out. The samples were retested on the labs in house assay and on another confirmatory assay at a different laboratory and returned negative results. An investigation found no product problem. It is likely the alleged samples were near the limit of detection (lod) of the test. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged six false positive results when compared to their in house assay and the genexpert with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11392. The customer suspected false positive results because the samples were from a state with very few covid-19 positives. All samples were collected by the customer using rayon swabs collected in 1.5 ml pbs before being transferred to a secondary tube and loaded onto the cobas® 6800 instrument. The use of rayon swabs and 1.5 ml pbs is not recommended. The method sheet states: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Pbs is not one of the validated collection media as it contains phosphates, which can cause sensitivity loss especially at the lower end of the concentration spectrum. The samples were retested on the labs in house assay, genexpert and on another confirmatory assay at a different laboratory. All results from these tests were negative. After performing a decontamination of the instrument the customer ran 43 pbs samples on the roche instrument and all came back negative. The customer was unable to repeat any of the alleged false positive samples on the cobas® 6800 instrument due to insufficient sample volume. An investigation was performed to evaluate the customer issue. All of the samples alleged as false positive generated CT¿s indicative of samples near the limit of detection (lod) of the test for on label sample types. Limit of detection studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive, these kind of results near the lod can waiver between positive and negative. Review of the data provided showed the controls performed in line with internal release data. No major shifts or suppressions were identified during the analysis of the curves generated by the controls. There was no amplification in the negative control and the majority of the samples in the run generated negative results, which supports that the reagent is working as intended. Based on all of the information and data provided in the case the test is functioning as intended.